Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, externalized conductors were observed via x-ray. All electrical measurements were normal. The patient will be monitored.

Event description:
New information received notes that out of range hv lead impedance was observed. The device was reprogrammed. Patient will be monitored via (B)(4).